Event description:
It was reported to nova biomedical that a consumer received a blood glucose readings of 120 mg/dl on his blood glucose meter. Feeling this was a high reading, he changed vials of test strips and then received a reading of 65 mg/dl. No decision to treat was reportedly made on the alleged faulty meter. The difference in the readings was determined to be clinically significant. The meter and strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.